Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, upon insertion of the sensor into the patient body, the sensor wire was detached. The sensor insertion attempt was made at the abdomen on an unknown date. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined.